Event description:
12mm open access port keeps falling apart. Concern that we will lose a piece in patient as this is the second time surgeon has experienced this problem with this port. All parts retrieved and sent to biomed.

Event description:
12mm open access port keeps falling apart. Concern that we will lose a piece in patient as this is the second time surgeon has experienced this problem with this port. All parts retrieved and sent to biomed.